Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose value of 63 mg/dl after entering a ¿less than¿ dinner announcement and treated the event with oral glucose tablets; the user often selects ¿less than¿ for meals, sometimes forgets to announce, typically announces just before first bite, and disconnects from the device before exercise. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.